Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided. The clamp was returned to the manufacturer for evaluation. Testing found that the attachment screw threads were damaged, resulting in the clamp arm seizing on the threads. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts were returned to the manufacturer for analysis. Manufacturing date was unavailable at the time of filing.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the suretrack clamp was not dis-engaging.